Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and severe abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm weekly, ongoing), meropenem injection (500mg per bag, intraperitoneal, ongoing) and amikacin injection (100mg per bag, intraperitoneal, ongoing) for the peritonitis event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.